Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14177. As the reported event does not allege a malfunction related to an edwards manufacturing deficiency, a device history record (DHR) review is not required. A review of lot history revealed no other related complaints for the complaint codes reported. The event was unable to be confirmed. Therefore, a complaint history review is not required. The instructions for use (IFU), prepping manual, and training manual were reviewed for instructions involving the esheath and commander preparation and procedure. During valve alignment, the operator is instructed to unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock / unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Manage guidewire position. Guidewire can move proximally during valve alignment. Re-lock the device after unlocking every time. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Thv moves in only one direction relative to the balloon. During valve deployment the physician is advised to ensure the thv is exactly between the valve alignment markers. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The events were unable to be confirmed. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. There was no allegation of a device malfunction, and a review of lot history and manufacturing mitigation's did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per complaint description, ¿when performing valve alignment, the balloon was not fully loaded into the valve, mistaking the center marker for the distal marker¿, indicating that a use error contributed to the complaint event. If the thv is not fully aligned (too proximal), then the thv can deploy unsymmetrically, resulting in proximal valve movement. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect was identified to have contributed to the complaint events, no corrective/preventative actions are required. Additionally, since no product non-conformance were able to be confirmed and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, a viv tavr via carotid approach to treat the patient's stenotic/regurgitant surgical aortic valve (sav) was performed. When performing valve alignment, the balloon was not fully loaded into the valve, mistaking the center marker for the distal marker. This resulted in the valve deploying at the distal end only before dislodging from the balloon altogether. However, the valve remained on the commander delivery system balloon catheter. The valve was reloaded successfully onto the balloon and delivered to the base of the sav (but not across it). It was deployed and remained secure until a second ultra could be prepared and delivered to assure the first valve remained in place. Patient was stable and recovering.